Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell against a metal door frame and afterwards he could not hear anymore with the device. In situ testing showed affected channels. The user will be re-implanted but a date for surgery has not been scheduled yet.

Event description:
The user fell against a metal door frame sometime between the second and third week of (B)(6) 2022 and afterwards he could not hear anymore with the device. In situ testing showed affected channels. Previous to this incident he did very well with the device. The user was re-implanted on (B)(6) 2022.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to confirm an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.